Event description:
During the service of the device for an unrelated complaint, it was noticed that the device had no audio. There was no pt harm reported.

Manufacturer narrative:
During service for an unrelated failure, it was noticed that the device had no audio. It was verified that the ui pcb was causing the failure. It has been requested that the board be sent to the MFR for failure investigation. If new info is obtained from the investigation, a summary of the results will be provided in a supplemental report.